Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 22.5 diopter intraocular lens (iol) was inserted and removed from the patient's left eye (os) because the lens was noticed fractured once implanted. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a back up lens of the same model and diopter. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/20/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the lens was cut in the middle, most probably to make remove and replacement possible, apart from the detached haptic. Due to the condition of the lens, further investigation could not be performed on the sample. Complaint event of lens damaged is confirmed, however the cause is unknown. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. Complaint event of lens damaged is confirmed, however the cause is unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.